Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the improper system shut down, which was experienced during evaluation. Device investigation found that this was caused by an overheated capacitor on the wireless flex assembly. The wireless battery module was replaced.

Event description:
During baxter's evaluation of a spectrum pump wireless battery module, the system was improperly shutting down. There was no patient involvement.